Event description:
Information received by medtronic indicated that the insulin pump fell on floor. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 6.5w . Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the pump casing found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing reservoir tube o-ring, pillowing keypad overlay, scratched case, missing display window cover and minor scratched lcd window. Cosmetic damage was confirmed at case and lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.